Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had ghost pocket. The technical support specialist dialed in, looked at the inventory on the station and the es server and both had accurate information. Tss then dialed into the carefusion communication engine and found the ghost pocket. Knowledge article ¿removing ghost / bogus pockets from jit inventory ¿was used to resolve the issue. Customer verified issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had possible ghost pocket. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.